Manufacturer narrative:
The information provided by the patient indicates that the most likely sequence of events was that the reported pulling when sitting on the toilet was an indication of the lead being placed under strain during that movement, leading to damage at either the lead or lead connector, resulting in the open circuit impedance reading. That event also likely dislodged the tined lead and allowed it to migrate, resulting in need for surgical intervention.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6)2025. In (B)(6)2025 the patient reported feeling a pulling sensation when sitting down onto a toilet and thought it was possibly the nalu lead. After that event the system was assessed and found to have open circuit impedance readings on that suspected lead. The system was reprogrammed to work around the affected contact on that lead and the patient reported good therapy at appropriate location. After that reprogramming session, the patient reported decrease in therapy. Field assessment by the implanting physician determined that the lead had migrated away from the intended nerve target. On (B)(6)2025 a surgical procedure was performed to remove the affected lead and place a new lead at the target nerve location. During the procedure the implantable pulse generator (ipg) and second lead were also replaced to avoid potential handling damage.